Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 868 mg/dl. Troubleshooting was performed. Found only low reservoir and low battery alarms in the alarm history. Found that the sensor feature was turned off, which is why the sensor was not communicating with the insulin pump. The caller understood, and declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.